Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change from zebra marking to black. Hemostasis was then achieved by manual compression, and the procedure was successfully completed there was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change from zebra marking to black. Hemostasis was then achieved by manual compression, and the procedure was successfully completed. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18433436 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation as anticipated.